Event description:
The event is reported as: it was impossible to release the staples; the handle seems blocked. The user used a second stapler without difficulty. No pt injury reported.

Manufacturer narrative:
The device sample was not rec'd at the time of the investigation report. Method: device history record review. Results: from the device history record review - no similar defect was reported during the manufacturing or packaging processes of this lot. The device was manufactured before the corrective action (CAPA). Conclusions: CAPA (B)(4) was assigned to perform a depth evaluation.